Manufacturer narrative:
Additional informing was received documenting the date of testing on the analytical e module analyzer was (B)(4) 2011 and (B)(4) 2011. Therefore, medwatch for the date of the event should be (B)(4) 2011.

Manufacturer narrative:
Concomitant medical products: all medications were started in 2010. This event occurred in (B)(6).

Manufacturer narrative:
A sample from the patient was sent for investigation and an interfering factor to ru-label was identified. The interfering factor to ru-label was the most likely cause of the discrepant values of all three assays in comparison to competitor methods. This interference is described in the product labeling.

Event description:
The user received questionable thyrotropin (tsh), free triiodothyronine (ft3) and free thyroxine (ft4) results for one patient born in (B)(6). No units of measure were provided. The specific date of testing in (B)(6) 2011 on the analytical e module was not provided. The initial tsh result was 0.07, the initial ft3 was 10.30 and the initial ft4 result was 26.10. The patient was referred to a thyroid specialist and the thyroid testing was performed on an advia centaur analyzer with normal results. The clinician stated the normal results correlate better with clinical picture. The tsh result was 0.167, the ft3 was 3.65 and the ft4 result was 15.11. On an unknown date, the same sample from (B)(6) 2011 was tested on an abbott architect and the tsh result was 0.16, the ft3 was 12.90 and the ft4 result was 16.01. The patient was not adversely affected. The ft3 reagent lot number was 164774-01 with an expiration date of 12/01/2012. The tsh and ft4 reagent lot numbers and expiration dates were not provided.